Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 2.0681 mg/day via an implantable pump for postlaminectomy pain and spinal pain. It was reported that the patient was having withdrawal symptoms. It was stated that he was noticing the return of symptoms after sitting on a stool for long periods of time. The healthcare provider (hcp) was unsure if the patient's issue was related to the pump or catheter, however the hcp tended to think that when the patient was in the sitting position, he may have been occluding the catheter. No interventions were done at the time. The doctor wanted the patient to keep a diary of when he felt the symptoms returning, which would help the doctor determine where the issue might lie. It was unknown if the issue was resolved, however no surgical intervention had occurred or was planned. It was also noted that the patient had a CT myelogram a month ago, which showed nothing remarkable. The patient was noted to be "alive-no injury".